Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose (bg) level was 42 mg/dl; cause was known. Customer consumed carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.